Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's flow delivery was decreased. The device's sensor board needs to be replaced to address the issue.